Manufacturer narrative:
The customer indicated, the use of a qualified company's cartridge and unspecified handpiece. Information was provided, that the lens did not cause or contribute to the event. In the surgeon's opinion, erroneous readings caused the vision issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having difficulty seeing. The lens was later explanted in a secondary procedure and the patient symptoms have been resolved. Additional information has been requested and received.